Event description:
A 78-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On february 25, 2025, novocure received a medical record dated (B)(6) 2025, indicating that the patient presented to urgent care following a fall, which caused an injury to the left forehead requiring the application of medical glue. The patient fell while walking at an accelerated pace during low light conditions and tripped on the edge of the sidewalk. On march 04, 2025, the patient's spouse confirmed the patient was wearing the optune gio device at the time of the fall, however, it didn't contribute to the fall. The prescribing physician was contacted; but no additional information was provided.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).